Event description:
It was reported that a vented nitroglycerin set had micro bubbles inside of the set. This was observed during patient infusion using a sigma pump. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.